Manufacturer narrative:
Our field service representative restarted the scanner and attempted to run daily calibration, but received the same error message as the CT tech. It was determined that a new x-ray tube was required. A new x-ray tube was placed in the system and was confirmed to be working appropriately. As the patient was rescanned, this report is being filed. The patient was expected to receive an estimated dose of 0.0464 gy at 120kv and 25ma when undergoing the initial scan. If the patient was scanned again at the same protocol, it is estimated that the total dose received after two scans is 0.0929 gy, which is under the 1gy threshold of concern. No additional information has been received at this time. If any additional information is received on this incident, a follow up MDR will be filed.

Event description:
While scanning a patient, the CT tech received an hvg error. The scan made it halfway through the scan at 120kv, 25ma before stopping. The patient was then moved to a fixed scanner to obtain a full set of images. As the patient was rescanned, this report is being filed.